Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 573t iol from a (B)(6) healthcare facility. The healthcare facility reports that the pt has experienced visual disturbances since one day post-operatively and that they believed the pt to be suffering from vertical reflex. Rayner reports the following investigation findings: our review of production records for the t-flex aspheric 573t iol batch 129e96451 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of the t-flex aspheric 573t iol (december 2009) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 573t iol batch 129e96451. For further info refer to rayner intraocular lenses limited's MDR 9611165-2015-00023.